Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of poor image quality was confirmed; there is a dark vertical line in the ultrasound image. The site rite prevue was visually inspected upon receipt and was found to be in poor physical condition. The root cause of the reported failure was identified as due to an internal failure within the beamformer. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Found during evaluation: there is a dark vertical line in the ultrasound image.